Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5d92t. Component code = mechanical (g04). Additional information was requested, and the following was received: could you please provide more details for "the device lock"? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Was the device fired across a staple line? How was the procedure completed? Could you please clarify if was related to device opening? If yes, please provide more details how device was removed? Response: the only information we have is that reported in the report, it is what they told us and reported. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and with 75 drivers up; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. It should be noted that product failure is multifactorial. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to the lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device ntlc75 lot number t40n9n and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device locked. There were no patient consequences.